Event description:
On (B)(6) 2012 pt reported waking up with an elevated blood glucose level. Pt stated his blood glucose level was greater than 20 mmol/l (360 mg/dl). Pt reported he checked his infusion set and detected that the teflon cannula had slipped out from under the self-adhesive and his skin. Pt stated the self-adhesive was still on his skin and the soft cannula laid over the self-adhesive. Pt reported the self-adhesive was wet. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be reported in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. A visual inspection and tests for flow and leak were performed on the returned used devices. In the visual inspection found the soft cannula was kinked, at the tip 1, at the middle 1. The flow and leak tests were in accordance with specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.